Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's wife observed a red heart alarm and noticed that driveline was disconnected from the system controller at around 1pm. Then, the patient was rushed to the implanting center, but could not make it. It was reported that the patient disconnected the driveline by himself.

Event description:
The cause of death was multiple organ failure and hypoxic encephalopathy due to the stoppage of the pump. The patient had been in psychiatry for some time in a depressed state. The patient had died before the ambulance crew arrived. The caregiver was late in noticing the alarm sound of the system controller because he used a lot of futons. An autopsy revealed a suicide note at the patient's bedside by disconnecting the driveline on their own. It was difficult for the patient to survive without pump support. Guilt and restrictions on life due to the increased burden on the surroundings caused by the pump caused depression and led to suicide.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On [reportable aware date] the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome 3261 manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device-related issues. The device was reported to be working normally at the time of the event and there were no reported issues with the device. Following the patient outcome, the device was explanted and returned for evaluation. (B)(6) was returned with the driveline cut approximately 1.5¿ from the pump body and 37¿ of the severed portion was returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii patient handbook contains information regarding all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the heartmate ii lvas IFU section 1 of the IFU, ¿introduction¿, lists multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The IFU also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. Hm ii percutaneous cable, p/n 105016 describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable percutaneous cable 105016, heartmate ii, defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. Hm ii pump, cable boss helium leak test, describes the procedure to be followed to perform the heartmate ii pump cable boss helium leak test. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined through this investigation. The evaluation of (B)(4) did not reveal any device-related issues. The reported driveline disconnect event cannot be conclusively determined as no log file data from the time of the reported event was provided by the account. A specific cause for the reported right heart failure cannot be conclusively determined through this evaluation. The driveline was cut approximately 1.5¿ from the pump body and 37¿ of the severed portion was returned. The locking key/disk used to align and secure the inlet and outlet housing was present and seated properly. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. The heartmate ii lvas IFU lists death and right heart failure as adverse events that may be associated with the use of the heartmate ii lvas no further information was provided. The manufacturer is closing the file on this event.